Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the bedside nurse stated the patient had hazard alarms when switching the patient from the battery power to the power module on (B)(6) 2025. The ventricular assist device (vad) coordinator experienced the same issue. On batteries, the advisory alarm read ¿call hospital contact.¿ on alternating current (ac) power, the hazard alarm read ¿connect power immediately.¿ when in the process of switching from battery to wall power, the controller screen read "connect to power." This was with the white battery cable on the power module and the black cable attached to a fully charged battery. The system controller was exchanged which resolved the issue. The patient was discharged home and was unavailable for log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms and atypical no external power and power cable disconnect alarms were confirmed. On (B)(6) 2025 at 10:24:22, controller fault alarms activated during a power source exchange from 14v li-ion batteries to the power module, due to an overvoltage fault. The alarm was active until the controller was powered down. Throughout the log file, intermittent atypical power cable disconnect, low voltage advisory, low voltage hazard, and no external power alarms were captured due to the voltages in one or both power cables decreasing below the alarm thresholds. On (B)(6) 2025 at 12:31:24, backup battery not installed alarms activated due to backup battery circuit and memory tag faults; this is consistent with the reported reseating of the backup battery. On (B)(6) 2025 at 12:34:46, the driveline was disconnected and shortly after both power cables were disconnected; this is consistent with the reported controller exchange. The returned heartmate 3 system controller, serial number (B)(6), was visually inspected and found to have damage to the black power cable upon arrival. When the controller was connected to a mock circulatory loop, patient cable, power module, and system monitor, a low voltage advisory alarm reproduced on the controller. The outer layers of the black power cable were stripped around the location of damage. The underlying wires were inspected, and the clear wire was observed to be damaged, resulting in the exposed inner conductors intermittently electrically shorting to the power cable shield. This intermittent short to shield could have caused the observed alarms in the log files as well as the reproduced alarm in testing. The provided information indicated the backup battery was reseated during troubleshooting and the alarms resolved after the controller exchange. The root cause of the reported event was determined to be damage to the clear wire within the black power cable. Incidental findings: damage to the yellow wire in the black power cable which did not affect the functionality of the controller throughout testing. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2023. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.